Manufacturer narrative:
Medical records review: a vena cava filter was successfully deployed for a history of deep vein thrombosis and pulmonary emboli. Approximately seven months post filter deployment, despite an attempt to remove the filter using a snare, the filter remained implanted. There was a prong of the filter that was through the vessel wall. Manufacturing review: a manufacturing review was performed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Approximately seven months post filter deployment, an attempt to remove the filter via the right internal jugular vein using a snare was unsuccessful. No further attempts were made to remove the filter as there was a prong through the vessel wall. Therefore, based on the provided medical records, the investigation can be confirmed for perforation of the ivc wall and difficulties removing the filter resulting in the filter remaining implanted. Based upon the available information, the definitive root cause is unknown. Labeling review:the current IFU (instructions for use) states: warnings: - movement, migration or tilt of the filter are known complications of vena cava filters. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. Potential complications: - perforation or other acute or chronic damage of the ivc wall the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed after being diagnosed with deep vein thrombosis/pulmonary embolism. Some time post filter deployment, the filter allegedly could not be retrieved after an attempted but unsuccessful percutaneous removal procedure. No patient injury was reported.